Manufacturer narrative:
V. A back check valve had been tested as part of the investigation for (B)(4). The set was visually inspected for incomplete bonding engagements, holes/tears in the tubing and for damages to the components. No anomalies were noted on the set. The check valve was also visually inspected under the microscope, the silicone membrane was centered. It was noted that the fluid in the primary bag returned with the set had a slight yellow color. The returned secondary set was attached to a 250 ml bag of potassium phosphate which had a distinct yellow color suggesting that the secondary fluid had mixed with the primary fluid due to a faulty check valve. Functional testing confirmed that the back check valve allowed fluid to back flow from the potassium phosphate secondary bag into the normal saline primary bag. The cause for the customer's experience of an infusion rapidly infused was due to a faulty check valve in the primary set allowing potassium phosphate to back flow into the primary bag. The root cause for the check valve failure was not determined.

Event description:
A back check valve had been tested as part of an investigation for (B)(4). Testing during the investigation found the check valve to be faulty. There was no report of patient harm or medical intervention. No further patient or event information is available.